Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA on 05/19/2017 via medwatch # mw5069963. One sample was returned. There was an epoxy dripover on the side of the hub. No notifications were written for this batch, nor for the associated assembly batches. DHR review: assembly batch 6153615 had 101 visual inspections performed on (B)(4) parts with zero defects noted. Assembly batch 6153617 had 107 visual inspections performed on (B)(4) parts with zero defects noted. An epoxy dripover generally occurs when the epoxy applicator fails to shut off for a missing cannula. We will continue to provide coaching and feedback to the operators as we become aware of issues. (B)(4).

Event description:
It was reported that a white substance was found along the hub of an 18 g x 1.5 in. Bd precisionglide¿ needle. No injury or medical intervention.